Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following closure of the device pocket during the implant procedure, the device was interrogated and no left ventricular (lv) lead capture was observed. A x-ray confirmed the lv lead had moved with dislodgement. The lv lead was programmed off and a future lead revision was planned but not yet scheduled. No patient complications have been reported as a result of this event.